Event description:
A female pt was enrolled in the study in 2007 with 1-vessel disease. The main indication for the procedure was stable angina pectoris. The first target lesion was a native, de novo, non-ostial, irregular, readily accessible, eccentric, type a mid to distal right coronary artery with greater than or equal to 45 degrees and less than 90 degrees of angulation. The reference vessel diameter was 3.1mm and the lesion length was 10mm. Pre-procedure diameter stenosis was 75%. Aspirin,plavix, and heparin were administered during the product. Clotting times were not monitored. The lesion was pre-dilated with a 2.0x12mm balloon (max inflation pressure unk) to and two stents were implanted. The first stent, a 3.0x28mm cypher select stent, was electively deployed to 24 atm with satisfactory results. The stent was post-dilated with a 3.0x10mm balloon inflated to 24 atm to ensure full expansion. The second stent, a 3.0x13mm cypher select, was deployed to 24 atm with satisfactory results. The stent was post-dilated with a 3x10mm balloon inflated to 24 atm to ensure full expansion. Post-procedure diameter stenosis was 0%. A probable type a dissection was noted between the 3.0x28mm and 3.0x23mm cypher select stents. Timi flow was ii. The area was pre-dilated with a 2.0x12mm balloon. Then a 3.0x13mm cypher select plus stent was positioned to cover the dissection and was deployed to 24 atms with satisfactory results. The stent was post-dilated with a 3x10mm balloon inflated to 24 atm to ensure full expansion. Post-procedure diameter stenosis was 0%. Ivus was not used. The pt was discharged the following day with orders for daily administration of aspirin, plavix, statins and ace inhibitors.

Manufacturer narrative:
At 1 month and six month follow-ups the pt denied cardiac symptoms and was compliant with cardiac medications. Additional info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please MFR report #s: 9616099-2008-00066 and -00067.